Event description:
The complainant reported that the impella console displayed a placement signal not reliable alarm. Prior to this alarm, an impella in aorta alarm appeared, and the device was repositioned at the bedside using point-of-care ultrasound by advancing approximately four centimeters. The placement changed from two centimeters to approximately four centimeters in depth across the aortic valve to the mid-inlet. Just before the alarm, the purge bag was switched from dextrose 5 percent in water to dextrose 5 percent in water with sodium bicarbonate. The device continued to function after the alarm, and the care team monitored the pump overnight and gradually weaned the device from performance level six to performance level two.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.